Event description:
It was reported that the 100 ml medication cassette was filled and stored at room temperature. When the product was pulled for use, the white clip was released and the cassette was connected. The pump failed at this point. Upon closer inspection, the operator observed that the line was still pressed at the site where the clip had been. The operator noted that "it did not want to spring back immediately." The operator also noted that after some time had elapsed, the product problem was resolved. No patient injury or complications were reported in relation to this event.